Manufacturer narrative:
(B)(4). The insulin pump failed the prime/seating test. Unable to perform displacement test, basic occlusion test, force sensor test, and occlusion test due to unexpected early seating. The insulin pump passed the self test, and rewind test. Test p-cap locks properly into reservoir compartment. Unexpected early seating was noted during the prime/seating test. No unexpected alarms alerts, or anomalies were noted in the insulin pump memory. The insulin pump was cut open to perform visual inspection and found a dry substance on the motor slide. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. Prime/fill anomaly was confirmed due to dried substance on the motor slide. Moisture damage was confirmed on the motor slide and the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer tried to insert the reservoir and was unable to do rewind. Customer stated that after 5 tries they were able to rewind successfully. Customer performed displacement test. Insulin pump did pass the test. No harm requiring medical intervention was reported. The device was returned for analysis.